Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The pump has software version (B)(4). The pump was tested three times for volumetric accuracy with a rate of 250 ml/hr and a volume to be infused 25 ml for 6 minutes tested in spec with no unintended rate changes: 1st test: 25 ml in 6 minutes 0 seconds or 100% of expected accuracy; 2nd test: 25 ml in 5 minutes 58 seconds for 101% of expected accuracy; 3rd test: 25 ml in 5 minutes 59 seconds or 101% accuracy. The pump was then tested at rate of 100 ml/hr and a volume to be infused 100 ml for 1 hour with a volume delivered of 99.5 ml or 99% of expected volume. The pump operated within specifications. In a follow-up call to the facility, the reporter confirmed that there was no pt injury. She stated that their facility performs clinical trials and the pump was provided to them for execution of a protocol. During the clinical trial for their customer, they needed a second pump which was also provided to them by their customer. The reporter does not know if the complaint involved the initial or second pump that was being used. She stated that she did not have the actual rate available at the time but believes it was 100 ml/hr. She stated that this incident probably occurred on (B)(6) 2013, but could have possibly happened earlier on (B)(6) 2013. The drug library was being used during the infusion. The pump's operational log was reviewed. There was no infusion activity noted on (B)(6) 2013. On (B)(6) 2013 at 3:04:29pm the pump was turned on. At 3:06:19pm, a new therapy was selected. At 3:06:26pm, a new vtbi (volume to be infused) and a new rate were set to 100 ml and 100 ml/h respectively. The infusion was started at 3:07:23pm. At 3:50:55pm, the infusion was stopped with a total of 72.55 ml infused or 100% of expected volume. No activity occurred until 3:52:34pm, when the infusion was restarted at the same rate of 100 ml/h. At 4:09:03pm, the infusion completed and the pump automatically switched into kvo (keep vein open) mode. A total of 27.45 ml infused or 100% of expected volume. The kvo mode was confirmed at 4:10:32pm. The pump was not used for the rest of the day. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device MFR. If additional pertinent information becomes available, a follow-up report will be submitted.

Event description:
(B)(4).